Event description:
The customer initially called for assistance with the bolus wizard feature on the insulin pump. The customer was new to insulin pump therapy and appeared to be confused on how the bolus wizard worked. The customer then stated, that he was hospitalized last week after suffering a severe insulin reaction. The customer declined to provide any details about the hospitalization. The customer did state that he was at fault because, he delivered a bolus that he did not eat enough food. Advised the customer that the local insulin pump trainer would be contacted since the customer appeared to be in need of additional training.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.